Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to sleeve leakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for sleeve leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.

Event description:
It was reported that after insertion there was leakage with a bd vacutainer® safety-lok¿ blood collection set with pre-attached holder. The following information was provided by the initial reporter, translated from french to english: the (B)(6) 2019, that during a blood test, the vein was punctured and the blood is raised in the tubing without the tube is inserted. Once the tube has been placed in the tulip, the blood has flowed next to the tube (in the tulip). The nurse had to transplant the patient and use another needle. Other needles of the same batch were used without this problem occurring. The device in question has not been recovered.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after insertion there was leakage with a bd vacutainer® safety-lok¿ blood collection set with pre-attached holder. The following information was provided by the initial reporter: the (B)(6) 2019, that during a blood test, the vein was punctured and the blood is raised in the tubing without the tube is inserted. Once the tube has been placed in the tulip, the blood has flowed next to the tube (in the tulip). The nurse had to transplant the patient and use another needle. Other needles of the same batch were used without this problem occurring. The device in question has not been recovered.